Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic general surgery procedure, the blade would not retract. Another like device was pulled and used for the procedure. There were no adverse consequences for the patient. The trocar was discarded after the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon is an experienced user. The analysis results of the d11lt found that it was received with no damage in the external components. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.